Manufacturer narrative:
Additional info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval if the product is returned for eval. Catalog #s 482315545, 482316550, 482316555. And 482316545 were also involved in this case however; it cannot be determined which if any of the screws may have contributed to this event.

Event description:
It was reported that "in this particular case I can recall the surgeon asking me if there was a trick to releasing the polyaxial head of the screw after provisional locking was locked...whether it was the screw of concern in the attached picture or not, I cannot know. The head welding occurred during the tlif's and bone work in and around the pedicles and laminae of the spine. Final tightening was performed by the book as the surgeon has been with xia 2 and xia 3 up to this point thereby using the final torque devices in the sets.